Manufacturer narrative:
This device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed that the device had reached battery status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the shock charging circuitry of the device resulted in the lengthened charge times that triggered (note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time). Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. This intermittent connection manifests during capacitor reformations or therapy charges.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have low battery capacity for projected remaining capacity due to extended charge times during implant interrogation. Data analysis confirmed that the charge times were unexpected therefore this device has not been cleared for implant. No patient involvement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have low battery capacity for projected remaining capacity due to extended charge times during implant interrogation. Data analysis confirmed that the charge times were unexpected; therefore this device has not been cleared for implant. No patient involvement.